Manufacturer narrative:
Patient information was unavailable from the site. Conflicting information was received that this event occurred on 2019-jul-10. However, it was noted that the date the manufacturer representative received information was (B)(6) 2019. Follow-up is being conducted. Other relevant device(s) are: product ID: 9735795, serial/lot #: unknown, ubd: unknown, UDI#: unknown. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a spine procedure. It was reported that intra-operatively, it was alleged that the touchscreen was inaccurate and "jumpy". It either didn't register touch or registered it in the incorrect location. The procedure was completed using the navigation system. The procedure was completed without delay or any impact. There was no reported impact to patient outcome due to this issue. It was confirmed that the issue was damage to the monitor.

Manufacturer narrative:
Correction: clarification was received that this event occurred on (B)(6) 2019 and the date the manufacturer representative was notified of this issue was 2019-jul-12. Additional information: two serial numbers were provided for product 9735795, (B)(4) and (B)(4). It is unknown which one is the correct lot number. If information is provided in the future, a supplemental report will be issued.